Event description:
It was reported the rigid endoscope telescope had a broken seal and a bent lens body. The issue occurred during reprocessing. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported event was caused by improper cleaning, not due to a device malfunction. There was dirt on the surface of the objective lens, after cleaning the surface of the objective lens, the image was normal. Olympus will continue to monitor field performance for this device.